Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was black. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the graphic user interface (gui) printed circuit board assembly (pcba) was replaced. The ventilator passed self-testing.